Event description:
It was reported the clinician has experienced difficulty when advancing the peel away sheath and dilator over the spring wire guide into the patient in both the 40cm and 50cm kits. Over the past month they have encountered a great deal of resistance where the tip of the sheath becomes damaged. At which time they open a seldinger conversion kit for a new sheath/dilator, make a skin nick with the scalpel, and advance the assembly into place. There have been no delays in treatment and no patient deaths or complications reported. See MDR 1036844-2014-00227 for the same issue with the 40cm kit.

Manufacturer narrative:
(B)(4). The device will not be returned.